Manufacturer narrative:
Correction: h2 device evaluation should have been checked.

Manufacturer narrative:
The reported field event of helix rotation issues was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure. Prior to implant, it was noted that the right atrial lead helix could not be extended. The lead was not used. The patient had no adverse consequences.